Manufacturer narrative:
H.6. Investigation: bd received a q-syte unit from lot 8178559 for evaluation. Our quality engineer visually inspected the returned unit and observed that there was a tear to the slit of the septum's top disk and it appeared to become unglued from the rim. There was no damage found to the column wall or bottom disk. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit was received outside of its original packaging the engineer could not determine the exact cause of this defect. Upon further inspection the engineer was able to determine that there was sufficient amounts of adhesive applied to the top disk and septum to create a bond during manufacturing meaning that the separation most likely occurred after manufacture. DHR was performed: 8137786: a total of 182,060 units were manufactured on qfa line 3 starting on 24may18 through 26may18. ¿ a potentially related qn (200751695-septum damaged) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. 8142519: a total of (B)(4) units were manufactured on qfa line 3 starting on 29may18 through 31may18. ¿ a potentially related qn (200752700-bond strength oos) was initiated during production. Disposition, root cause and corrective actions were applied per control plan. 8152559: a total of (B)(4) units were manufactured on qfa line 3 starting on 4jun18 through 6jun18. ¿ no quality notification were initiated.

Event description:
It was reported that damaged product occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on the second of placement, noticed that the septum was unglued at rim after been flushed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged product occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "on the second of placement, noticed that the septum was unglued at rim after been flushed."